Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received no motor movement or negligible movement and retries to free a stuck motor failed as well as hardware low level failure. Customer's blood glucose level was unknown. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer was not able to complete insulin pump rewind. Customer troubleshoot was performed. Customer advised to the insulin pump will need to be replaced and to revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test. Device alarmed no motor movement or negligible movement. Retries to free a stuck motor failed. During rewind due to corroded motor home switch. Hardware low level failures error confirmed in the pump history due to broken keypad assembly.